Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a c4604elt separated during a first run test. There was no pt involvement and no injury.